Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, but the lens would not stay in. The reporter stated unsure if lens was in the eye or not. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) - other (lens would not stay in). (B)(4).